Manufacturer narrative:
Additional information and corrected data: in 4th patient out of 4, this patient originally presented for a periprosthetic distal femur fracture and required thigh fasciotomies and initial stabilization with an external fixator prior to definitive fixation. Following discharge to rehab, the patient developed signs of infections and was admitted to the hospital for further care of the infection. They underwent 2 irrigation and debridement but developed septicemia and respiratory failure that ultimately caused them to expire. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
¿The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system" that contains collected data on the usage and the outcomes of axsos 3 titanium locking plate system. The report details analysis provided for surgical procedures performed between january 1, 2007 through june 1, 2020. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: infection, deep (early) in 4 patients.¿ this is patient 4 of 4. In 4th patient out of 4, this patient originally presented for a periprosthetic distal femur fracture and required thigh fasciotomies and initial stabilization with an external fixator prior to definitive fixation. Following discharge to rehab, the patient developed signs of infections and was admitted to the hospital for further care of the infection. They underwent 2 irrigation and debridement but developed septicemia and respiratory failure that ultimately caused them to expire.

Event description:
¿The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system" that contains collected data on the usage and the outcomes of axsos 3 titanium locking plate system. The report details analysis provided for surgical procedures performed between january 1, 2007 through june 1, 2020. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: infection, deep (early) in 4 patients.¿ this is patient 4 of 4.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.